Event description:
The patient had full revision surgery due to high impedance. The explanted generator and lead were discarded by the hospital. No further relevant information has been received to date.

Manufacturer narrative:
The initial report inadvertently omitted the information about the low output current.

Event description:
Clinic notes indicated that the diagnostics showed high impedance and low output current. It was confirmed that the high impedance was present in both system and normal mode diagnostics. No known surgical intervention has occurred to date.

Event description:
It was reported that a patient's device was shown to have high impedance during an office visit. It was confirmed by a company representative that the patient's device had high impedance. The patient was referred for surgery. No surgical intervention has occurred to date.